Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent an endovascular treatment for an abdominal aortic aneurysm measuring 60mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the follow up ultrasound determined that the maximum diameter of aortic aneurysm/lesion was 58mm. On (B)(6) 2017, the follow up ultrasound determined that the maximum diameter of aortic aneurysm/lesion was 63mm. It was reported that on (B)(6) 2017, a type ii endoleak was identified and the patient underwent embolization procedure inside the abdominal aortic aneurysm. Reportedly, the endoleak was resolved. From (B)(6) 2017 till (B)(6) 2018, computed tomography angiography showed that the maximum diameter of aortic aneurysm/lesion increased in size from 58mm to 60mm.